Manufacturer narrative:
(B)(4). The non-sterile mynx ace vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button number 1 had been fully depressed, however, the handle housing was not retracted completely. When an attempt was made to retract the handle (per mynx ace instructions for use), slight resistance was noted. Subsequent to disassembling the handle housing, button #1 and the sled assembly were inspected for anomalies that may have preventing movement for the handle retraction. No anomalies were observed. However, dry blood was noted on the catheter which would explain the resistance felt during investigation. An attempt was made to retract the handle (per mynx ace instructions for use), amd slight resistance was noted. Seven (7) sterile unused mynx ace vascular closure devices 5f,6f,7f from lot f1728501 were received for evaluation in the original sealed packages. Three samples were randomly chosen for visual inspection and no anomalies were observed. During the device analysis, button number 1 was fully depressed and the handle housing was retracted completely without any difficulty. All three devices passed simulated deployment and are deemed to have meet specification. A review of the manufacturing documentation associated with lot f1728501, was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that two (2) mynx ace vascular closure devices (vcd) failed. The first device, after the balloon was inflated, button #1 failed to advance and the sealant would not advance. The sealant appeared to be preventing from being allowed to deploy. The second device when prepped, failed to produce backflow (proximal white-black-white indicator was not observed), therefore, the user could not confirm that the balloon had reached the max size. Manual compression was applied for 30 minutes or less to achieve hemostasis. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. The two used vcds will be returned for analysis and seven unused.

Manufacturer narrative:
Complaint conclusion: it was reported that two (2) mynx ace vascular closure devices (vcd) failed. The first device, after the balloon was inflated, button #1 failed to advance and the sealant would not advance. The sealant appeared to be preventing from being allowed to deploy. The second device when prepped, failed to produce back flow. The balloon was intact. The users typically test the balloon by inflating it outside of the patient¿s body. When the balloon has reached its max size, the proximal white-black-white indicator will be observed. The user will continue to inject until back flow is produced from the indicator, signaling that the balloon has truly reached max capacity. In this case that back flow was not achieved and therefore the user could not confirm that the balloon had reached max size. Manual compression was applied for 30 minutes or less to achieve hemostasis. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. Additional information received indicated that the product was stored as instructed per labeling. There was no vessel tortuosity noted. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vcd was being used following a lower extremity angiogram, atherectomy, angioplasty and stent placement. Button #1 on the first device did not allow to be depressed at all. A non-sterile mynx ace vascular closure device 5f/6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button number 1 had been fully depressed but the handle housing was not retracted completely. When an attempt was made to retract the handle, slight resistance was noted. Subsequent to disassembling the handle housing, button #1 and the sled assembly were inspected for anomalies that may have preventing movement for the handle retraction. No anomalies were observed. However, dry blood was noted on the catheter which would explain the resistance felt during investigation. A review of the manufacturing documentation associated with lot f1728501 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Seven sterile unused mynx ace vascular closure devices 5f, 6f, 7f from lot f1728501 were received for evaluation in the original sealed packages. Three samples were randomly chosen for visual inspection and no anomalies were observed. During the investigation, button number 1 was fully depressed on all 3 devices and the handle housing was retracted completely without any difficulty. All three devices passed simulated deployment and are deemed to meet specifications. The event reported as ¿button #1 issue¿ was confirmed on the non-sterile device due to the condition in which the unit was received for analysis. However, based on the information provided and the investigation performed, the exact cause of the reported event experienced by the customer could not be conclusively determined. According to the product instructions for use, users are warned to not use if components or packaging appear to be damaged or defective. Neither the product history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
Addendum (05/08/2018) additional information received indicated that the product was stored as instructed per labeling. There was no vessel tortuosity noted. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vcd was being used following a lower extremity angiogram, atherectomy, angioplasty and stent placement. Button #1 on the first device did not allow to be depressed at all.